Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was absence of no delivery alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that they performed high pressure test twice but the insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump alarmed no delivery properly during testing. The pump was received with a cracked reservoir tube lip.